Event description:
Customer reported a pt sample containing anti-c did not react with 0.8% surgiscreen lot vss101, cell #3 (homozygous c+ cell). No death or serious injury associated with this incident.